Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2010 and a 10 x 40 mm acculink stent was implanted in the right internal carotid artery. On (B)(6) 2012, intravascular ultrasound was reviewed and noted instent restenosis, as well as decreased stent expansion. An emboshield nav6 filter was deployed. Revascularization was performed with a dilatation catheter. During the procedure as the balloon was inflated and temporarily occluded the right internal carotid artery, the patient developed decreased level of consciousness and brief seizure-type activity. The symptoms resolved upon deflation of the balloon, with no other adverse patient sequelae. After dilatation was performed, an attempt was made to advance the retrieval catheter of the emboshield; however, the recovery catheter was unable to advance across a previously placed acculink stent and was unable to retrieve the emboshield filter. An accunet retrieval catheter was used to successfully retrieve the emboshield filter. There was no clinically significant delay and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). The acculink is being filed under a separate medwatch report. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.